Event description:
Customer reported that the pediatric pt's pressure dropped and there was an excess of fluid removal. The replacement bag was not hooked to the scale, but to the housing of the scale. Customer biomedical tech stated that there were a number of "replacement weight incorrect" alarms that the operator continued through.